Event description:
It was reported by the aci clinical specialist that a (B)(6) female patient underwent a diagnostic coronary procedure on (B)(6) 20/12. Access was obtained at the femoral head via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be approximately 5mm. Following the procedure, the physician who is a trained user, selected the mynx cadence vascular closure device 6/7f to close the access site. It was reported that the balloon lost pressure during pull back and the device came out of the tissue tract along with the sheath. The patient was converted to approximately 20 minutes of manual compression. The patient was ambulated and discharged to home with no reported clinical sequela on (B)(6) 2012. It was noted that the device was tested after it was removed from the patient and the balloon was noted to have a leak.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a micro tear in the balloon distal tip, approximately 6.5mm from the balloon proximal tip. No other source of a leak was identified. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1217005) indicated that the device lot met all established performance criteria prior to shipment.